Event description:
It was reported that during routine check the cs100 intra-aortic balloon pump (iabp)ECG lead is not detecting. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g2,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,e3,h6(clinical & impact).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp)ECG lead is not detecting.

Manufacturer narrative:
Updated fields: b4, d4(catalog #, model, unique identifier), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion), h10, h11 corrected fields: g2 additional information: event site telephone(B)(6) , event site email:(B)(6). It was reported that during routine check the cs100 intra-aortic balloon pump (iabp) ECG lead is not detecting. A getinge field service engineer (fse) reset all connections of front end board and then run machine and found machine is detecting ECG properly. Observed machine for two hours and found working ok. Handed over customer in good working condition. No patient involvement.

Event description:
N/a